Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The parent of a customer reported via phone call of needing assistance with carelink. Troubleshooting provided assistance with the carelink password. Customer mentioned that their blood glucose was 500mg/dl but declined to troubleshoot for this. Customer treated with manual injection and indicated that they have contacted their doctor. No further details given.